Event description:
This literature case describes the occurrence of fallopian tube perforation ('fallopian tube perforation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Literature reference: nguyen bt, ciesielski km, schickler r, laparoscopic cornual dissection and salpingectomy for en bloc essure device removal, journal of gynecologic surgery, 2021, 37(5):440-441. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("essure-related pain"). The patient was treated with surgery (laparoscopy with cornual dissection). Essure was removed. At the time of the report, the fallopian tube perforation and pelvic pain outcome was unknown. The reporter considered fallopian tube perforation and pelvic pain to be related to essure. The reporter commented: one female patient who was implanted with essure and experienced fallopian tube perforation and essure-related pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-nov-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.